Event description:
Laser stone extraction - 200 micron laser fiber broke at point of entry into cystoscope, retained fiber removed from the cystoscope. Another 200 micron fiber was used (lot a1504-16s) the same breakage occurred. Rn stated that the acmi company has had problems reported and is stopping production of 200 fiber. No recall on the 200 fibers was sent by the company. No info provided on the event site or contact so follow-up cannot be determined by dornier.